Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump no longer receives the blood sugar from both glucose meters that he uses even after having reconnected them, and he was also unable to read the correct amount of blood sugar in the tank. Customer do a self-test and it needs to be replaced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.